Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown/not provided. A2: age at time of the event: unknown/not provided. A3: gender: unknown/not provided. A4: patient weight: unknown/not provided. B3: date of event: unknown/not provided. D4: additional device information: unknown/not provided. H4: device manufacturer date: unknown/not provided.

Event description:
Doctor reported abutment (iapp) and screw fracture in a patient with a boss410. Unfortunately, the screw thread is still lodged in the implant. This report refers to screw fracture.